Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat incontinence, grade1-2 high cystocele, grade 3-4 rectocele and enterocele. It was reported that the patient underwent the concurrent procedures of a sacrospinous ligament and vaginal vault suspension and paravaginal repair during mesh implantation. It was reported that following insertion the patient experienced infection, stress urinary incontinence, urinary retention, she has to splint in order to have a bowel movement, bleeding, vaginal scarring, has pain to stand for a long period of time, left side stomach pain and right side back, hip and leg and dyspareunia. It was reported that patient underwent surgery to repair a bulging disk in 2008. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006, and that a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary urgency and urinary tract infection. It was also reported that the patient underwent mesh revision on (B)(6) 2015 due to posterior mesh exposure by dr. (B)(6).